Event description:
It was reported that "the product identifier etching on these implants have "rs" instead of "rl". Cat # is correct though. Just noticed this is in a tray that is rarely used."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.